Event description:
It was reported that during catheter placement, the catheter was easily detached from the metal grip with a gentle pull. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4336 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp4336) have been reported from the same facility in (B)(6). Device not returned for evaluation.